Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 38, indicating a motor stall that persisted despite four restarts, and a replacement device was arranged with instructions provided to shut down the device and to continue cgm use via dexcom. Symptoms included no reported adverse clinical effects and no impact on blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included the collection of event details, review of device performance based on user report, and retrieval of the original device for analysis. Investigation of the returned device revealed a consecutive stalled motor alert consistent with a motor function issue within the pump mechanism, aligning with a device mechanical problem related to the drive system.